Event description:
It was reported that the customer had a moisture damage of the insulin pump. The customer's blood glucose level was 201 mg/dl. The customer stated that she jumped into swimming pool with her insulin pump and it got lost. The customer was offered a cot insulin pump and accepted. The customer is currently using a back up plan .

Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to no button response. Pump monitored for several days and no blank display noted. No damage found on the c13/lcd isolation tape noted. However, found moisture damage on the electronic assembly. No moisture damage on the motor, vibrator and battery tube assembly during visual inspection. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.